Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an arteriogram involving a 77 year-old male patient weighing 220 pounds, a flexor high-flex ansel guiding sheath stretched and uncoiled upon removal of the device. Photos of the device show separation of sheath material with the inner coil exposed between the sections. The right femoral access site was reportedly scarred. A contralateral approach was used to treat the superficial femoral artery. Resistance was not reported. The dilator was not in place upon separation or removal of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There has been no report that the patient experienced any adverse effects due to this event.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a photo of the device failure was provided by the customer. The distal end of the sheath tubing is separated with exposed coiling connecting the separated sections. It was unclear whether the sheath separated at the bond site. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instructions for use (IFU) which state, "if resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ based on the information provided and no product returned, investigation has concluded that the device failure cannot be traced to the device, but rather to the user and unintended use error, as well as the patient's anatomy. The user failed to reinsert the dilator prior to sheath removal, and the patient¿s anatomy was reportedly scarred. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.